Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female, chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included nabothian cyst. Concomitant products included oral contraceptive nos from (B)(6) 2017 for excessive menstruation. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient underwent gastrectomy ("surgery (other) type of surgery: gastric sleeve"). In (B)(6) 2017, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), alopecia ("hair loss") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), iron deficiency anaemia ("anemia"), urinary tract infection ("uti"), fatigue ("fatigue,"), headache ("headaches") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with hydroxocobalamin; pyridoxine hydrochloride; thiamine hydrochloride (tribedoce) and surgery (total hysterectomy). At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, dyspareunia, iron deficiency anaemia, anxiety, urinary tract infection, fatigue, alopecia, hormone level abnormal, headache, visual impairment, vaginal haemorrhage, depression and gastrectomy outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dyspareunia, fatigue, gastrectomy, headache, heavy menstrual bleeding, hormone level abnormal, iron deficiency anaemia, pelvic pain, urinary tract infection, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia (heavy menstrual bleeding), anemia, uti were added. Date(s) of insertion: (B)(6) 2016 discrepancy noted as per pif. Hysterectomy is mentioned but essure removal not mentioned and also the removal details are not provided. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-oct-2021: mr received. Case became serious incident. Reporters, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female, chronic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included nabothian cyst. Concomitant products included oral contraceptive nos from (B)(6) 2017 for excessive menstruation. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient underwent gastrectomy ("surgery (other) type of surgery: gastric sleeve"). In (B)(6) 2017, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal hemorrhage ("abnormal bleeding (vaginal). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), alopecia ("hair loss") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), iron deficiency anemia ("anemia"), urinary tract infection ("uti"), fatigue ("fatigue,"), headache ("headaches") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with hydroxocobalamin;pyridoxine hydrochloride;thiamine hydrochloride (tribedoce) and surgery (total hysterectomy). At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, dyspareunia, iron deficiency anemia, anxiety, urinary tract infection, fatigue, alopecia, hormone level abnormal, headache, visual impairment, vaginal hemorrhage, depression and gastrectomy outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dyspareunia, fatigue, gastrectomy, headache, heavy menstrual bleeding, hormone level abnormal, iron deficiency anemia, pelvic pain, urinary tract infection, vaginal hemorrhage and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia (heavy menstrual bleeding), anemia, uti were added. Date(s) of insertion: (B)(6) 2016 discrepancy noted as per pif. Hysterectomy is mentioned but essure removal not mentioned and also the removal details are not provided. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: total hysterectomy product. Uterine body: adenomyosis. Uterine wall: secretory endometrium. Chronic non-caseating granulomatous inflammation with gigantic multinucleate cells with a foreign body. Cervix: chronic, non-specific ectocervicitis, naboth cysts. Benign. Macroscopic description: received the following in formaldehyde for study: total hysterectomy product weighing 80 g, uterus measuring 8.8 x 6 x 4.2 cm, with a clear, smooth, shiny brown-to-pink colored surface; cervix measuring 2 x 2.8 x 2.5 cm, with a clear, smooth, shiny, light brown ectocervical mucous; permeable cervical orifice; when dissected, endocervical canal measuring 2.1 x 0.5 cm; triangular uterine cavity measuring 3 x 3 cm with pink endometrium measuring 0.2 to 0.5 cm and with average thickness; myometrium measuring 1 to 1.32 cm with average thickness, of a light brown color with intramural cystic structures; inert material at back. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-oct-2021: quality safety evaluation of ptc. Date of removal deleted. Lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.